Manufacturer narrative:
Compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads.

Event description:
Customer reported of having high blood glucose and could not lower blood glucose until treated with manual injection. Customer awoke with blood glucose of 181 mg/dl. Customer did not go to the hospital or contacted healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Insulin pump would be replaced per customer's request.